Manufacturer narrative:
B3 date of event is estimated. The unit was returned with a "system hot" complaint, which was confirmed upon physical inspection. It was found that the fan had been displaced and was contacting the accumulator, likely due to a high impact event such as the unit being dropped. Cracked sensors from cannula receptacle also due to the same impact. Additionally, the muffler was filled with dust, resulting in a blocked feed port. The zeolite had absorbed excessive moisture, leading to contamination of the column. These issues caused increased column pressure, and a low external oxygen level. The housing was also replaced due to cosmetic damage.

Event description:
It was reported that the patient's device was overheating and the battery was running out quickly. Patient stated that device was not delivering oxygen and went to the hospital due to the event. The inogen team attempted to contact the patient for further information three times with no response.